Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 10-jun-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling 'sharp needle prick pains' when they lean up against something. The patient stated that it was not stimulation that was causing the pain, and they thought one of the leads was broken. Physician listings were sent to the patient and they were advised to get in touch with an hcp to get the device checked. No further complications were reported.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with a neurostimulator for spinal pain and other chronic/intractable pain (trunk/limbs). It was reported that the stimulator never helped the pain. The patient now thinks the leads are broken because he is getting sharp pain in his back and his legs are getting weaker and weaker. This has been a slow process, but it has been going really fast in the last 1-2 years. The patient was redirected to his health care provider. There were no further complications reported. The patient¿s medical history includes a diagnosis after having four spine operations. He handed the information to a surgeon in the 1990¿s. The surgeon had told him that he has so much scar tissue on sciatic that he couldn't do anything. He has a mass of nerve endings that grew on the spine from all of the surgeries and the surgeon couldn't even stick a needle in there anymore. This was before he got a device. The patient went to a surgeon, and two days before he was going to get the pain pump, the office had called him and said that the doctor is no longer putting them in and put in a stimulator instead.